Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Manufacturer narrative:
This case was reopened on february 09, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side(exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received a durom acetabular component on an unknown date. The patient is currently being monitored due to unknown reason. No other information was received.

Manufacturer narrative:
This case was reopened on january 19, 2017 to enter additional information which was received on january 18, 2017 . Additionals: age/date of birth, event problem codes, device manufacture date. Updates : describe event or problem, brand name, common device name, model #/lot #, implant date, initial reporter, initial reporter, type of reports, type of reportable event, device evaluated by MFR?, additional MFR narrative. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on the right side on (B)(6) 2009. The patient has not been revised and is being monitored due to unknown reasons.